Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External equipment was exchanged and the issue resolved. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is being considered.